Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) familiar with the event. The blood leak occurred approximately one hour into hd treatment. The blood leak was internal, and it was confirmed to be visually observed. The blood leak was visible in the dialysate lines, as well as in the dialyzer itself. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive. There was no physical damage noted on the dialyzer, and it was confirmed the device had not been dropped. Fresenius bloodlines were also in use. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) familiar with the event. The blood leak occurred approximately one hour into hd treatment. The blood leak was internal, and it was confirmed to be visually observed. The blood leak was visible in the dialysate lines, as well as in the dialyzer itself. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive. There was no physical damage noted on the dialyzer, and it was confirmed the device had not been dropped. Fresenius bloodlines were also in use. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The plant provided blood port caps and corporate provided adapter caps were attached to the device. There was blood noted throughout the dialyzer. During gross visual examination, a polyurethane (pu) void was observed at approximately 320° on the non-cavity ID end, with the dialysate ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a pu void is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The leak was confirmed due to a pu void. Probable causes for a pu void include potting temperatures, potting speeds, and inadequate gel times. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.